Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No probable cause could be determined as "error code 108" does not exist. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that at the facility, the patient came to the ER in the middle of night because the pump was alarming after attempting to correct the problem at home. The nursing supervisor told me it was alarming with "error code 108" and was able to fix the alarm by taking the batteries out and restarting the pump. Patient was not affected. No additional information is available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.